Event description:
The customer reported that his blood glucose level would go from high to low within three seconds of each other. On 04/09/2015 the paramedics were called and they administered sugar in his veins. His blood glucose level was in between 20 mg/dl and 40 mg/dl. The insulin pump has gone into threshold suspend when his blood glucose level was high. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.